Event description:
It was reported that during the removal of the fibula flap (bone removal for mandibular reconstruction), a tooth on the cutting end of the blade broke. The tooth fragment was found and removed from the patient. It was also reported that a second blade was used and the tooth on the outer blade also broke, the surgeon washed the site, but is unsure if the fragment was removed. It was further reported that the surgeon touched the metal retractor with the two blades in the procedure. The procedure was completed successfully with a delay of twenty minutes; no adverse consequences or medical intervention were reported. This report is for the first blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during the removal of the fibula flap (bone removal for mandibular reconstruction), a tooth on the cutting end of the blade broke. The tooth fragment was found and removed from the patient. It was also reported that a second blade was used and the tooth on the outer blade also broke, the surgeon washed the site, but is unsure if the fragment was removed. It was further reported that the surgeon touched the metal retractor with the two blades in the procedure. The procedure was completed successfully with a delay of twenty minutes; no adverse consequences or medical intervention were reported. This report is for the first blade that broke.

Manufacturer narrative:
H6: the quality investigation is complete.